Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:11 was confirmed. Inspection of the device found that this was caused by the pump's air in line printed circuit board being out of specification. This part was recalibrated.

Event description:
A baxter engineer reported a pump with failure code 810:11. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.